Event description:
It was reported that revision surgery was performed due to an adverse local tissue reaction. The femoral stem remained implanted.

Manufacturer narrative:
The use of a hemi head in conjunction with these devices constitutes an off-label application in the USA.

Manufacturer narrative:
Additional data: the devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).